Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer had the pump in his pocket and it started beeping. Customer removed the battery and turned it off, but the alarm was not cleared. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. Customer was on his way to go to the pharmacy to get syringes and lantus. No further assistance needed.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. Insulin pump had a broken battery tube threads, cracked reservoir tube lip, minor scratches on lcd window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.